Event description:
Cochlear implant surgery in right ear. Rptr informed that a complication occurred in o.r. Requiring an adjustment - specific info not provided to rptr. Immediately developed infection with facial swelling requiring antibiotic and percocet. Pt has become depressed, suicide attempts x 4, hearing voices, c/o ringing in ear since surgery. In 2001 attempted to kill spouse, attacking spouse then tried to kill self in presence of police. Spouse required 395 stitches; pt currently incarcerated. Rptr questions whether pt should have been a candidate for the device. Device remains implanted. Rptr indicates that they are seeking legal assistance to address safety of device.